Event description:
It was reported by the patient that the lead "must be replaced." Further follow up did not yield any additional information. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).